Event description:
Philips received a complaint on the defibrillator indicating the selector button was impossible to adjust values intermittently. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Remote support was provided, it was reported that the select knob is damaged. Onsite evaluation was performed to further assess the issue. The engineer performed functional testing confirming the issue. It was determined the code board is faulty. The code board assembly was replaced resolving the issue. The faulty component is not expected for return. The engineer confirmed the device was operational after repairs were completed and the device was returned to service.